Event description:
While using the hamilton infant nasal CPAP delivery unit and the hamilton heated wire circuit, a circuit melt down occurred. The circuit was attached to the marquest sct 3000 heater base. Problem identified by staff.